Event description:
On (B)(6) 2012, it was reported that the check button on pt's infusion device was not functioning. After a battery change, the infusion device displayed e8 (power interrupt). The error was not able to be cleared because, the check button was not functioning. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.